Event description:
It was reported that during a gastrectomy, the product inside the packing was found as tcr55 instead of jj55b. There were no patient consequences and thus no effect on post operative patient care as product was not used on patient.

Manufacturer narrative:
(B)(4). Batch # 459a28. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic analysis: during the visual analysis, the following was observed: the first photo shows two tyveks from the top view with product code jj55b, lot # 459a28, expiration date: 31-08-2026. The second photo shows two blue reload of a side view and the reload from the left side doesn't seem to be a jj55b since it does not have the silhouette near the tip of the cartridge based on the photo the event described is confirmed. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 08/19/2022.

Manufacturer narrative:
(B)(4). Date sent: 08/23/2022. D4: batch # 4441a14. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one jj55b reload was received out of its package. During the visual inspection of reload was noted that the reload belongs to a tcr55. However, the printed batch on reload was reviewed and it belongs to product code jj55b. Additional investigation of the returned lot number on the tyvek indicated that a tcr55 reload was packaged as a jj55b based on the batch number printed on the reload. The mix observed is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.